Event description:
It was reported during an initial implant procedure that the right ventricular (rv) lead had high capture thresholds. The rv lead was not used a new rv lead was successfully implanted on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.